Event description:
A visitor to the telemetry unit was standing under the antennae or the telemetry central station with a cellular phone in the "on" position but not modulating. Distortion was noted on four (4) frequencies on the cardiac monitoring system. When the source of the interference was discovered, the cellular phone was turned off and the distortion ceased.